Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was having difficulty taking readings from their sensor. Troubleshooting was unable to provide resolution. As a result, a right heart catheterization was done on (B)(6) 2018 to recalibrate the sensor. The patient was able to take readings directly after the procedure, however the issue has resumed. Electromagnetic interference from the patient's pacemaker is believed to be the issue. Patient will continue to troubleshoot.

Event description:
Additional information received identified additional troubleshooting resolved the patient's issue. The patient is able to take approved readings based on manufacturer's patient care network database.